Event description:
During ECMO, the roller pump stopped and displayed an error code e010004. The perfusionist hand cranked the pump prior to change out.

Manufacturer narrative:
A follow-up report will be forwarded when patient information is available. The incident occurred at (B) (6) in (B) (6). This medwatch report is filed on behalf of sorin group (B) (4). During the procedure, the pump stopped and displayed an error code e010004. The service representative visited the site and was unable to reproduce the error. The pump will be returned to sorin group (B) (4) for analysis. Upon receipt, a follow-up report will be forwarded when additional information is available. The perfusionist hand cranked the pump prior to change out. The instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage. The instructions for use state "the s3 system has been qualified only for duration appropriate to cardiopulmonary bypass procedures and has not been qualified, through in vitro, in vivo, or clinical studies, for long term use as a bridge to transplant, pending recovery of the natural heart, or extracorporeal membrane oxygenation (ECMO) procedures."